Manufacturer narrative:
Product ID 8835, serial# (B)(4), implanted: 2012-(B)(6), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that shortly after the patient¿s pump was refilled she had a bad headache and an altered mental status; she became unresponsive/unconscious. She was unable to answer questions, but was tracking with her eyes; her eyes were glazed. An oxygen mask was placed over the patient¿s mouth and nose and narcaine was administered twice. The patient was able to recognize surroundings and people after the 2nd administration of narcaine. Immediately after the patient became unresponsive, they aspirated the medication from the pump. They removed 17-18 cc; the pump was filled with 20 cc. They were unable to aspirate anything from the pocket. The patient was hospitalized. At the time of this report, the pump had saline in it. During the refill the patient had felt a burning in the pump pocket. The pump was delivering fentanyl. It was later reported the patient also had trouble breathing. The pump was refilled on saturday and the patient was discharged. On sunday, the patient reported that she was ¿fine¿. The doctors did not know if the patient¿s symptoms were overdose related because her respiration, heart rate and blood pressure did not drop.